Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient underwent a total hip roughly 25 years ago; a aml and duraloc construct. Over the last several months she has complained of increased pain in her hip. On xray, it appears that the poly has eccentric wear from the femoral head. Doi: 25 years ago; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.